Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer checked the system remotely and analyzed the log files. No errors were observed that could explain the reported behaviour. Based on the information available and the testing conducted, the reported problem was not confirmed and the cause of the reported problem could not be determined. The device was confirmed to be operating per specifications. Codes were corrected based on the investigation outcome.

Event description:
It has been reported to philips that the room does not run this morning. The device is not in clinical use. Philips has started an investigation of the complaint.